Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Customer additionally reported that the device was not cleaned, disinfected, and sterilized before it was returned to olympus. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: due to a pinhole on the channel tube the water tightness was lost, the light guide lens had corrosion, the light guide bundle was slipping down, due to damage the angulation lever did not move smoothly, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, due to a dent on the bending tube the joint section between bending tube and distal end was not secured, the image guide protector had a cut, the universal cord had a dent, the bending tube had a dent, the universal cord was sticky, the up/down plate was sticky, the connecting tube had a wrinkle and a dent, the rubber cover of the forceps channel port was detached, and the control unit was sticky due to water leakage. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the cysto-nephro videoscope had insufficient light from the light guide lens. There were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and found foreign material came from the channel tube. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.